Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report was filed for the first valve. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, valve-in-valve into another tra nscatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted due to large piece of calcium in the left coronary cusp (lcc). Balloon aortic valvuloplasty (bav) was performed twice with a slight reduction in pvl. A non-medtronic plug was implanted where the pvl was noted and reducing the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.